Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proximal end of the left anterior descending artery. A 24 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable. It was further reported that the target lesion was 60% stenosed and was mildly tortuous and severely calcified.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Updated b5: describe event or problem. Device evaluated by MFR.: promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with a proximal strut lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified proximal end of the left anterior descending artery. A 24 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.